Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It was reported that a hi-torque balance middle weight hydro guide wire was placed; however, after inflating the stent delivery system (sds) the balloon of the sds became stuck with the guide. Factors that may contribute to difficult to remove include, but are not limited to, guiding catheter lumen obstructions, kinks, bends, procedure technique, insufficient support or the interactions with other devices. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of event estimated to 10/9/2024. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that an .014 hi-torque balance middleweight hydro guide wire was placed; however, inflating the 3.5x23mm xience alpine stent to 16 atmospheres the balloon of the delivery system became stuck with the guide. Therefore, the delivery system and guide wire were removed together. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.